Manufacturer narrative:
The customer returned a second potential lot # for this incident. The information for this lot # is as follows: medical device lot #: 6130821. Medical device expiration date: n/a. Device manufacture date: 6/24/2016. Investigation results: investigation summary: customer returned (11) 1/2cc, 8mm, 31g syringes (1 loose, 10 in a sealed poly bag) from lot # 6130821. No samples from lot # 6347977 were returned by the customer. Customer states that there is a substance on many of the syringes she has. All returned syringes were examined and the loose sample exhibited a hard piece of material loose in the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polypropylene. No other foreign matter was observed on any of the remaining syringes. As per manufacturing, a review of the device history record was completed for batch# 6347977. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [200673109, 200673339, 200673118, 200673080, 200673701, 200673262, 200673432] noted that did not pertain to the complaint. Severity: s1; occurrence: a complaint history check was performed and this is the 2nd related complaint for foreign matter internal and external on lot # 6347977. This is the 1st related complaint for foreign matter internal and external on lot # 6130821. Possible root cause: the grinder at the mold press can discharge barrel runner pieces which are kicked out of the grinder and the air transfer system for the parts pulls the regrind pieces into the tote with the molded barrels. Static charge can cause the runner pieces to adhere to the tote or molded components. Totes of molded components are transferred to the assembly operations, which then are emptied into the vibratory bin. This can dislodge the regrind piece, which can potentially find its way into the barrel fluid path. Bd was able to duplicate or confirm the customer¿s indicated failure for lot # 6130821 bd was not able to duplicate or confirm the customer¿s indicated failure for lot # 6347977 as no samples from this lot number were returned by the customer complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd ultra-fine¿ ii short needle insulin syringe. This was noticed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record was completed for batch# 6347977. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there was one (1) batches of material# 700005657 (syringe 0.5ml asm 31g 8mm tw sm700178 sc) that went into the finished batch# 6347977. There were seven (7) notifications [(B)(4)] noted that did not pertain to the complaint. Without a sample, an absolute root cause for this incident cannot be determined.